Manufacturer narrative:
08/18/2017 (B)(4): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # 142979.

Event description:
It was reported that a patient, during cardiogenic shock, underwent intra-aortic balloon (iab) catheter therapy. After the iab was inserted it was determined the augmentation was inadequate. Under fluoroscopy it was determined that the upper part of the balloon was not expanding properly after 15 minutes. The iab was replaced with a new iab. There was no injury or harm to the patient.

Manufacturer narrative:
09/07/2017 (B)(4): the iab was returned with the membrane completely and the stylet wire in place. No blood was observed on the iab. The stylet was removed from the iab and found to be bent in two places near the middle. Three kinks were found on the catheter tubing approximately 37.6cm, 51.3cm and 51.6cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported problems. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that a patient, during cardiogenic shock, underwent intra-aortic balloon (iab) catheter therapy. After the iab was inserted it was determined the augmentation was inadequate. Under fluoroscopy it was determined that the upper part of the balloon was not expanding properly after 15 minutes. The iab was replaced with a new iab. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that a patient, during cardiogenic shock, underwent intra-aortic balloon (iab) catheter therapy. After the iab was inserted it was determined the augmentation was inadequate. Under fluoroscopy it was determined that the upper part of the balloon was not expanding properly after 15 minutes. The iab was replaced with a new iab. There was no injury or harm to the patient.